Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Tubing on the analyzer was found to be flattened. The tubing was replaced and the photomultiplier tube voltage was adjusted. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 18 patient samples tested on the cobas e 411 immunoassay analyzer. The following assays were involved: the elecsys probnp ii immunoassay, the elecsys troponin t hs stat assay (tnt), the elecsys tsh assay, and the elecsys ft4 iii assay. Refer to the attachment for all patient data. The initial results were reported outside of the laboratory to the patients. The samples were repeated and corrected reports were issued for the repeat values. The probnp reagent lot number was 43596900, the tnt reagent lot number was 41679700, the tsh reagent lot number was 40412500, and the ft4 reagent lot number was 44383501. The reagent expiration dates were requested, but not provided.